Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.8 cm in diameter abdominal aortic aneurysm. Vessel morphology described as severely tortuous. Proximal neck length was 1 cm; neck diameter was 20-21 mm. It was reported that a type I or IV endoleak (blushing) was observed during the evar. An endoleak was confirmed and an endurant cuff was successfully implanted; however, the leak was still present. The physician thought it was type ia endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak); (lack of information, cause of event is unknown). Evaluation, conclusions: (lack of information, cause of event is unknown).